Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was having issues. Attempts to obtain additional information were not successful. This ICD was already explanted. No adverse patient effects were reported.